Event description:
The pt had the valve implanted for two weeks. Cerebral spinal fluid collection pooled in the distal region, causing an infection and the need for surgery. The treating neurosurgeon reported the tubing on the inlet side of the valve fractured causing csf collection and infection requiring surgical removal. The sales rep reported the break occurred where the reservoir connects to the connector, the connection was still tied together but it was at that area where it looked like the tubing had "disconnected". The neurosurgeon reported this appeared to be a "clean" break rather than a fracture or nick, which one would expect to be more ragged. The neurosurgeon indicated this is the first time this has happened with this device.